Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, wear abrasion, device appearance (observed 40 mm dark patch edge material inside gel device), deformation, cloudy in the gel and crease fold. Voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process and no observed openings in the device.

Event description:
Healthcare professional additionally reported left side "any creases". Device has been explanted.